Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found a broken grip cable at the distal end. During the inspection, no missing parts were found. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. A review of the instrument logs does not show any evidence that a da vinci clip applier instrument was used during the case. However, the logs confirm that the prograsp forceps instrument was indeed used during the procedure. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a "clip" broke while inside the patient. All pieces were retrieved and accounted for during the same procedure. The initial reporter explained that the wrist joint wires of the prograsp forceps instrument frayed and broke apart. The jaws were not on patient tissue when the event occurred.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information regarding the reported event: unspecified tissue was being pulled back when the prograsp forceps instrument broke. The "clip" mentioned in the event description of the on the initial MDR was clarified by the customer as being the actual jaw of the prograsp forceps instrument. The nurse confirmed no pieces fell inside the patient.

Event description:
Refer to h11 for follow-up information.